Event description:
The customer reported that during a pt's epileptic seizure, the monitor did not display and waveforms (ECG/spo2). There were no alarms on the monitor or on the central station.

Manufacturer narrative:
(B)(4). The customer reported that during a pt's epileptic seizure, the monitor did not display any waveforms (ECG/spo2). There were no alarms on the monitor or on the central station. A nurse who observed the seizure assisted the pt. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.